Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: - gel bleed: not observed since the shell barrier can be observed through microscopic inspection. - capsular contracture: unable to observe as it is not related to the manufacturing process. - anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and an opening) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: b1, d4, d9, h3, h6.

Event description:
Patient reported "anxiety". Later healthcare professional reported "capsular contracture baker grade unknown". Later healthcare professional reported capsular contracture baker grade iii. Later healthcare professional reported "capsular contracture", "intact", "silicone bleed on the surface of the implant", "pain", and events not device related as "traumatic division of long flexor tendon" and "deep vein thrombosis". Patient underwent partial capsulectomy. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Later healthcare professional reported "capsular contracture baker grade iii."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Later healthcare professional reported "capsular contracture baker grade iii."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6

Event description:
Patient reported "anxiety". Later healthcare professional reported "capsular contracture baker grade unknown". Later healthcare professional reported capsular contracture baker grade iii. Later healthcare professional reported "capsular contracture", "intact", "silicone bleed on the surface of the implant", "pain", and events not device related as "traumatic division of long flexor tendon" and "deep vein thrombosis". Patient underwent partial capsulectomy. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "anxiety". Later healthcare professional reported "capsular contracture baker grade unknown". This record is for the left side. Device remains implanted.